Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: manager. PMA/510(k): k211875. Investigation is still in progress.

Event description:
Description of event according to initial reporter: right femoral vein access. Ivc filter sheath/dialator inserted and advanced infrarenal and venogram was performed. Filter was inserted into the sheath and advanced. Ivc filter was deployed as usual, however I received a phone call notifying me that the filter did not open after it was deployed. I instructed them to get jugular access to attempt to retrieve the filter. I instructed them to obtain a lateral venogram to confirm placement of the filter is in the ivc. It was not. It was in the left renal vein. As I was in route to the lab the md obtained jugular access and inserted the clover snare sheath and advanced it to the filter. Md advanced the sheath and used the sheath to push ivc out of the renal vein and it popped back in the ivc. Celect feet and legs remained in the ivc and the hook remained in the ostium of the left renal vein. Md decided that the filter placement was good enough and decided to leave. It will be a permanent filter. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: during filter placement from femoral approach the filter did not open. When the physician went for jugular approach to retrieve the filter it was observed that the filter was placed in the left renal vein. The physician used the sheath to push the filter out of the renal vein and into the ivc. Filter legs remained in the ivc, and the hook remained in the ostium of the renal vein. The physician decided that the filter placement was good enough and left it in place. It was assessed that because any discovered non-conformances were properly dispositioned before final inspection, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to the instruction for use potential adverse events that may occur include, but are not limited to, the following: failure of filter expansion/incomplete expansion there are adequate controls in place to ensure the device was manufactured to specifications. No images or device was provided for the investigation and with the provided information an exact cause for this event cannot be established. However, it is noted that the filter was observed in the renal vein and the legs did expand when the physician pushed the filter out into the ivc. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.